Manufacturer narrative:
Complainant name: (B)(6). Returned product consisted of a maverick 2 balloon catheter. The shaft, balloon and tip were microscopically and visually examined. There was contrast and blood in the inflation lumen. The balloon was loosely folded. There were numerous kinks throughout the shaft. Microscopic examination of the balloon presented no damage or irregularities; however, the outer and inner shafts were torn 1.5cm from the exit notch. The torn shaft is consistent with damage that can occur due to interaction with a guidewire. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the torn shaft so the balloon would not inflate. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks were attributable to handling of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Reportable based on device analysis completed on 19-jul-20167. It was reported that balloon inflation failure occurred. The target lesion was located in a coronary artery. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres, the balloon was unable to be inflated. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft perforated.